Event description:
It was reported that prior to use the device was getting hot. There was no patient impact. Additional information received stating that the distal bearings were misaligned.

Manufacturer narrative:
G3: aware date used as date of analysis performed date as the event is reported based on evaluation findings. H3: product analysis :evaluation of the device determined that the malfunction of device getting hot could not be reproduced. However it was noted that the distal bearings were misaligned and drive shaft input, output and internal tube bearings were corroded. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.